Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this implantable cardioverter defibrillator (ICD) received a shock therapy and was brought to the hospital. Additional information received indicated that the patient received 8 shocks for atrial fibrillation (af) with rapid ventricular response. The field representative assumed that therapy was exhausted. The patient was then given medications and no device programming changes were done. This ICD remains in service. No adverse patient effects were reported.